Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). E.1. Initial reporter facility name: (B)(6). G.5. PMA / 510(k) additional #170974; k201814. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd facslyric¿ flow cytometer carryover involving patient samples occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: large sample residue.

Manufacturer narrative:
H.6: investigation summary: based on the investigation results, the reported issue for the large sample residue was confirmed. Investigation results that were performed on the indicated failure mode were the following: device history review (DHR), complaint history review, and service history review. The potential cause for the large sample residue was faulty pump and degasser. The field service representative (fsr) replaced the faulty parts. After the replacement, the instrument was tested and was confirmed to be performing according to specifications.

Event description:
It was reported that during use with bd facslyric¿ flow cytometer carryover involving patient samples occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: large sample residue.